Event description:
It was reported that this right atrial lead was dislodged. The device was reprogrammed. Subsequently, this ra lead was explanted and replaced with another ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix and revealed excessive induced damage to lead body, possibly related to the explant procedure. Testing was completed to assess lead electrical performance. Measurements from this test was within satisfactory limits. A stylet insertion test passed without issue, indicating no blockage in the lumen or terminal end. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial lead was dislodged. The device was reprogrammed. Subsequently, this ra lead was explanted and replaced with another ra lead. No additional adverse patient effects were reported.